Manufacturer narrative:
(B)(4) other devices used: catalog #65620005022, trilogy acetabular shell with cluster holes, lot #63260256 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during a primary total hip replacement the cup was inserted, followed by a bone screw. While trying to seat the bone screw, it went completely through the cup and into the pelvis. The surgeon removed the cup to get the screws out.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Upon visual examination, the acetabular shell has one of three screw holes damaged. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.